Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 120 mg/dl, 90mg/dl. Tests were done less than 10 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.